Manufacturer narrative:
One device was returned for repair in used condition with no damage found. Service history review identified the complaint was not related to a previous service of the device within the review period. It was reported that the device had a bolus continued after pushing patient-controlled analgesia (pca) button for extended time. User assumed a larger dose than prescribed was given due to patient bp drop. The event occurred during drug delivery bolus and was not verified by functional testing. The cause is unknown. No actions taken to correct the issue. The device passed all functional tests after the repair of unrelated problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a bolus continued after pushing the pca button for an extended period of time. Customer assumed a larger dose than prescribed was given due to the patient's blood pressure drop. Per reporter, this event occurred during drug delivery bolus continued and there was no delay in therapy. There was patient involvement.